Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on 22 nov 2016, the patient got the surgery due to fracture of hip joint prosthesis. Intra-op, it was found that the product broke two times in normal torque range. The physician had to replace a new one to complete the surgery successfully. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms cable breakage. Microscopic examination of the cable identifies multiple bends in the cable with strand damage away from the fracture area. All strand fracture surfaces appear to contain varying degrees of damage and/or mechanical smearing. Microscopic examination of multiple individual cable strand fracture surfaces reveal fairly flat fracture surfaces, with a surface angulation consistent with shear overload. Additionally, several other strands appear to show necking, consistent with tensile overload. This suggests initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure. The above observations suggests initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.